Event description:
An alarm 20 was reported during the pumping process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support in loading a new cartridge, successfully resuming insulin therapy.